Event description:
The reporter claimed that the subject pump was much warmer compared to the other pump. During troubleshooting, the animas representative noted the battery cap was secured. There was no product misuse or damaged to any other area of the subject pump. The issue was not resolved with troubleshooting. This complaint is reported due to the alleged temperature issue on the subject pump.

Manufacturer narrative:
(B)(4): a review of the pump history indicated multiple low battery warnings, and short battery life was observed in the black box. The battery was not returned with the pump for investigation. Visual examination revealed no damage to the battery cap or compartment. The pump powered on normally and was exercised for 3 hours with no overheating or alarms occurring. Investigation revealed high current draws. No defects were found to the power flex, battery connections, and internal components. The u33 component was removed and the pump electrical draws were then found to be within specification.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).